Event description:
Acct reports that they have an interlink injection port that is cracked. States they noticed that the injection site was cracked when they turned the pt and noted blood leaking from the site. No serious pt injury occurred. Injection site was changed which is considered a nursing intervention.